Event description:
The physician noted that the interrogation of patient's generator showed the device to be set at 0 ma stimulation on all options, which was not previously programmed by the physician. The history of magnet use had stopped in (B)(6) suggesting that somehow the device had stopped stimulating in (B)(6). The physician reprogrammed the device step by step and patient tolerated it well. Analysis of the patient's settings and programming data indicates that the patient's generator was disabled due to bust watchdog time out. Due to unintended behavior in the model 106 aspiresr generator software, the generator can stop delivering stimulation unexpectedly. This event can only occur when a rare combination of circumstances are present, one of which is when the autostim output current is programmed greater than or equal to the magnet output current. Stimulation can be reinitiated at the next office visit by programming stimulation output current on.